Event description:
It was reported that during a da vinci surgical procedure, the mega needle driver instrument was not articulating properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument failed articulation test upon manually opening and closing the grips due to one grip cable to be broken at the instrument distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any damage. The other cables at wrist were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not axially aligned with the tube axis. No other damage was found. It was concluded that the main tube damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.